Manufacturer narrative:
Correction: a2

Event description:
A user facility biomedical technician (biomed) reported to fresenius customer service that when the blood pump was turned off during a hemodialysis (hd) treatment, the combi set ¿line was blown off of the transducer itself¿. Additional information was obtained through follow-up with a registered nurse (rn) from the user facility. The rn reported that approximately two minutes into the patient¿s treatment, the venous tubing separated from (or ¿blew off¿) the venous transducer, resulting in leaking blood. The combi set lines were immediately clamped and the patient¿s treatment was suspended. The rn stated there were no issues during the priming of the lines, and there were no machine alarms that occurred leading up to (or during) the event. The rn did not think the separation was due to a loose connection caused by improper set-up. No blood was returned and the patient¿s estimated blood loss (ebl) was 200 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. Additional follow-up with the biomed revealed the 2008t machine was never pulled from service for further evaluation; the biomed reported there was nothing wrong with the machine. The biomed stated there have been no further issues with the machine.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported to fresenius customer service that when the blood pump was turned off during a hemodialysis (hd) treatment, the combi set ¿line was blown off of the transducer itself¿. Additional information was obtained through follow-up with a registered nurse (rn) from the user facility. The rn reported that approximately two minutes into the patient¿s treatment, the venous tubing separated from (or ¿blew off¿) the venous transducer, resulting in leaking blood. The combi set lines were immediately clamped and the patient¿s treatment was suspended. The rn stated there were no issues during the priming of the lines, and there were no machine alarms that occurred leading up to (or during) the event. The rn did not think the separation was due to a loose connection caused by improper set-up. No blood was returned and the patient¿s estimated blood loss (ebl) was 200 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. Additional follow-up with the biomed revealed the 2008t machine was never pulled from service for further evaluation; the biomed reported there was nothing wrong with the machine. The biomed stated there have been no further issues with the machine.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius customer service that when the blood pump was turned off during a hemodialysis (hd) treatment, the combi set line was blown off of the transducer itself. Additional information was obtained through follow-up with a registered nurse (rn) from the user facility. The rn reported that approximately two minutes into the patients treatment, the venous tubing separated from (or blew off) the venous transducer, resulting in leaking blood. The combi set lines were immediately clamped and the patients treatment was suspended. The rn stated there were no issues during the priming of the lines, and there were no machine alarms that occurred leading up to (or during) the event. The rn did not think the separation was due to a loose connection caused by improper set-up. No blood was returned and the patients estimated blood loss (ebl) was 200 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. Additional follow-up with the biomed revealed the 2008t machine was never pulled from service for further evaluation; the biomed reported there was nothing wrong with the machine. The biomed stated there have been no further issues with the machine.